Event description:
The patient was undergoing a CT and an employee was training and observing in CT. When another technician was replacing the syringe after the CT scan, the saline-filled syringe exploded and broke into pieces. Plastic and saline debris hit the employee who was observing in the right eye. There was no injury to the patient. The employee was examined in the emergency department, and discharged. Another syringe was taken from the box and lot was examined. The broken syringe and labeling information was provided to risk management/patient safety for reporting. Central supply/purchasing was notified and medwatch report was completed.